Event description:
A peritoneal dialysis (pd) patient experienced turbid dialysate and abdominal pain. The cause, hospitalization and treatment were not reported. At the time of this report, the patient has recovered from abdominal pain but has not recovered from turbid dialysate. Action taken with pd therapy was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.